Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab. The physician followed the instructions for use, but failed to deliver the intra-aortic balloon (iab) catheter to the right position. He had difficulty advancing the catheter due to severe resistance. He removed the catheter and replaced it with a new one. There was no excessive bleeding and the physician used the same insertion site, left femoral artery, for both insertions. Add'l info received on (B)(4) 2011 from the distributor indicated that it was the teflon sheath that was being used. Due to difficulty advancing the catheter, it was removed along with the sheath. The spring wire guide (swg) was kept in place. A 5 minute delay was noted with no injuries or complications to the pt.